Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hospitalized with hemoptysis and found to have thrombocytopenia. The patient subsequently developed a urinary tract infection and bacteremia and was treated with intravenous antibiotics. The source of the infection was identified as the leads. Blood cultures were positive. The organism was identified as gram positive cocci and staphylococcus aureus. Indium scan showed marked uptake in the right upper chest consistent with localized infection/inflammatory process. The implantable pulse generator (ipg) system could not be explanted at the time due to the patient's thrombocytopenia. The patient elected to forgo treatment and was discharged to hospice care. The patient died three days later. Primary cause of death was listed as sepsis. The patient was a participant in the product surveillance registry.